Event description:
Customer reports the following: "the [pump] changes the run rate without contact during operation. When an attempt is made to adjust it, it is directly increased again by the device itself. Alarms cannot be acknowledged, the device cannot be switched off and beeps continuously. When asked by cm: the patient was not harmed." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed : "a check of reported date ((B)(6)) is done and it was found that the device was not used at this date. On previous or after dates, no flow rate modifications recorded as viewed on videos." Therefore, the history data is insufficient to confirm events described in complaint. The reported device was sent back to brézins for investigation. During investigation, infusion tests at 50ml/h was carried out during 40 hours and no flow change was observed. Upon the internal device check, it was found that at opening, the pump was clean, without liquid traces under the keyboard and 4 keys have contamination : bolus - on/off - increment fast - start. These depots seem not arrived by infiltration, because no traces are visible under the keyboard after unstuck. A defective keyboard due to contamination could explain the unexpected flow change that could potentially lead to short-circuit. But in this case, the event was not reproduced and no evidence of flowrate change was found on the log. Therefore, the reported event is not confirmed. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.